Event description:
Complainant alleged that during a routine shift check by a clinician, the nurse felt an unintended delivery of energy while performing a 30 joules self-test. Complainant indicated that there was no adverse effect to the nurse as a result of the reported malfunction. The nurse did not require any medical treatment or had any lingering after effects as a result of receiving the reported unintended delivery of energy.